Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high" and diabetic ketoacidosis; specific bg value was not provided. Cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with "hospital fluids"; nature and method of fluids was not provided. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.